Event description:
A patient presented for a porta cath placement (airway type used: laryngeal mask #5). Several hours post discharge, patient experienced excruciating throat pain & sought immediate medical advice followed by medical attention on multiple occasions. Patient arrived at an outside facility, ed to or for direct laryngoscopy w/ [with] removal of retained laryngeal foreign body where a translucent sheet of unknown material, 4.0 x 3.5 cm by less than 0.1 cm, correlating w/ backing of electrode used in procedural areas was removed just above true vocal folds, lodged against arytenoids. Patient reported immediate improvement in symptoms and discharged in stable condition. A translucent foreign object entered the intubation/surgical field and went unnoticed by the surgical team because it was difficult to visually detect. This occurred in part because the manufacturers did not evaluate visibility risks of clear materials with no marking.